Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported a programming error with a patient controlled analgesia module. The patient notified the clinician the pump displayed maximum dose received unexpectedly. The module was last cleared in 1718. The ordered dose of fentanyl was 6.25 mcg every 5 minutes with a lock out of 300mg in 4 hours. However, the patient controlled analgesia was programmed fentanyl 25 mcg. Every 5 minutes. At 2004, the pca was reprogrammed to fentanyl 6.25 mcg every 5 minutes. The pcu indicated the patient received 3 doses of fentanyl 25 mcg. The pump continued to display maximum dose received after reprogramming. The pump module was replaced at approximately 2146. The patient's vital signs were monitored following the incident with no abnormalities noted and the patient was "stable". There was patient involvement, but no harm.

Event description:
It was reported a programming error with a patient controlled analgesia module. The patient notified the clinician the pump displayed maximum dose received unexpectedly. The module was last cleared in 1718. The ordered dose of fentanyl was 6.25 mcg every 5 minutes with a lock out of 300mg in 4 hours. However, the patient controlled analgesia was programmed fentanyl 25 mcg. Every 5 minutes. At 2004, the pca was reprogrammed to fentanyl 6.25 mcg every 5 minutes. The pcu indicated the patient received 3 doses of fentanyl 25 mcg. The pump continued to display maximum dose received after reprogramming. The pump module was replaced at approximately 2146. The patient's vital signs were monitored following the incident with no abnormalities noted and the patient was "stable". There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.